Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was presented in cardiac arrest. The patient was intubated in the emergency room and a stent was placed in the right coronary artery. The patient became pulseless in the catheterization laboratory, cardiopulmonary resuscitation was performed and the impella was placed, and the patient regained pulse but experienced an excessive arrhythmia during ventricular fibrillation. The medical staff made the decision to remove the impella, disconnect the patient¿s ventilator and call time of death. Without warning the patient regained pulse independently, the support devices were reconnected, and the patient was transported to the intensive care unit.